Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump automatically turns off after counting to 5. Customer's blood glucose level was unknown at the time of incident. Customer stated the battery was not previously used. Customer stated the battery cap was not loose, cracked or damaged. Customer states it was less than 24 hours from the low battery alert to the off no power alert. Customer states this is the second occurrence of off no power in less than 24 hours after low battery warning. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will not be returned for analysis.